Manufacturer narrative:
The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an orthopedic revision surgical procedure, it was observed that the motor device has a tear in the hose, "blew up". It was reported that the incident occurred in the sterile field, however it is unknown if the device was in use when the issue occurred. There was an unspecified amount of delay to the surgical procedure. A spare device was used to successfully complete the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device hose assembly was observed to have a hole in the hose approximately 3.5 inches proximally of the swivel assembly which was consistent with the rupture. It was also observed that the outer hose carried the return air back from the handpiece to the hose muffler to exhaust. The outer hose could be restricted by occluding it (e.g. Stepping on, leaning on, clamping on) causing air pressure to build. If the outer hose is restricted the air pressure can be relieved by the pressure relief valve (prv) if the occlusion is proximal of the prv. However, if the outer hose was occluded distally of the prv, the pressure could not be relieved and the outer hose could rupture from pressure build-up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.